Event description:
Additional information provided indicated that no intervention is planned. The patient was stable and will be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that episodes of noise and increased pacing impedance were observed on the right ventricular (rv) lead. Abbott technical support reviewed session records for the event and the suspected cause of the event was the patient's device replacement procedure. No intervention has been performed at this time. The patient was stable.